Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of the range of 400mg/dl which was treated with manual injection. Customer states that cannula was bent. Customer declined to troubleshoot for high blood glucose. Insulin pump and set will not be return for analysis.